Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint was confirmed based on information provided by the nurse. Nurse reported a breach in aseptic technique (use error) described as poor aseptic technique. Patient then experienced peritonitis. There is not enough information to determine the cause of the use error. The assignable cause is undetermined. A review of all batch record documents was performed on h11j17019, and h11i19024 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique

Event description:
Patient called in for assistance with service alarm addressed in a separate complaint. The home patient (hp) mentioned that he had peritonitis. Hp states that he feels full, trouble breathing and has vomited. Hp states the solution that he has drained out is cloudy. Hp states he has peritonitis. Tsr had hp perform a manual drain while in dwell 2 of 4. Hp states he feels empty. Hp states while draining out he was having drain pain. Hp states that he is still having pain. Tsr asked hp if he needs to call 911, hp states that he does not need to call 911. Tsr informed hp to end therapy and call rn. Hp states that he will call rn. On (B)(4) 2012 product surveillance contacted the facility and spoke with the peritoneal dialysis (pd) nurse. The nurse reported that on (B)(6) 2012, the patient was diagnosed with peritonitis. The patient was admitted to the hospital on the same day. The patient was treated with antibiotics (vancomycin) and is recovering. Pd therapy is ongoing. The nurse reported that the cause of the peritonitis was a result of poor aseptic technique and not related to baxter products or the therapy. The patient has been retrained on proper aseptic technique. No samples were available. No further information is available at this time.